Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported it was impossible to connect the lead with the implantable neurostimulator (ins) during a procedure. There was no problem during the procedure, until the connection attempt. The electrode was asked to be cleaned again before connecting, but without success. The end of the quadripolar was not in contact with the ins, it was blocked. It was impossible to measure the impedances, ¿the end of the quadripolar not entirely.¿ there were no symptoms reported. Another ins was used and the issue was resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.46, 0.51, <(>&<)> 0.47 lbs; withdrawal=0.50, 0.48, <(>&<)> 0.48 lbs.}.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.